Manufacturer narrative:
Reference record (B)(6). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. A nurse reported that the patient's stoma was infected and completed one course of unspecified antibiotic. On (B)(6) 2024 the patient was seen by a physician who stated the infection was getting better but has prescribed one more course of antibiotics. No further information was available.